Event description:
It was reported that the dissecting tool broke while turning the flap for a craniotomy procedure. It was confirmed there was no patient impact as the broken piece was retrieved without incident. The procedure was completed with a second tool.

Manufacturer narrative:
Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."